Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the patient connector had disturbed pins and the connector would need to be replaced. The device was being sent on for repair and restock (B)(4).

Event description:
The programmer, radiofrequency programmer head and software analyzer were returned as they were no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.